Event description:
It was reported to philips that the device's c-arm was not moving. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the issue occurred during a cardiovascular angiography and the procedure was completed by moving the patient to another device. However, there was no harm or injury reported to philips. The customer reported this event to the national medical products administration (nmpa) that the c-arm cannot move. The customer did not request philips service for this event since the device is out of warranty. No further action was taken by philips. No information about the root cause and resolution was provided by the customer. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome. The serial number, product UDI and the reporting address city have been updated.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the issue occurred during a cardiovascular angiography and the procedure was completed by moving the patient to another device. However, there was no harm or injury reported to philips. The customer reported this event to the national medical products administration (nmpa) that the c-arm cannot move. The customer did not request philips service for this event since the device is out of warranty. No further action was taken by philips. No information about the root cause and resolution was provided by the customer. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome.